Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ivt disposable container set has an absent of vacuum functioning. This occurred during patient infusion. There was patient involvement and it was reported there was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 4.